Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-02027 and 6000093-2007-02029. It was reported, by a family physician, that post a coronary drug eluting stenting treatment procedure, a rash, severe gastrointestinal disturbance and loss of hair occurred. In 2006 post implantation of three taxus express2 drug eluting stents, unknown sizes, the patient experienced a total body rash, severe gastrointestinal disturbances and a loss of 60% of her hair. The reporter performed a biopsy of the patient's rash which showed the reaction was a "drug reaction." The patient has stopped taking plavix, celebrex, and hydrochlorothiazide. The patient is currently taking zantac, altase, plendil, aspirin, topril, singulair and synthroid. No improvement has been noted with medication changes. Additional testing will be scheduled. The patient is currently being treated by a dermatologist for her symptoms. The relationship of the event to the taxus stents is unknown.